Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent surgery due to plid. During the surgery, there were three set screws found slipped and could not be used anymore. The surgeon had to change another products to complete the surgery. The patient's current status is normal. No patient complications were reported due to this event.

Manufacturer narrative:
Product analysis:visual and optical examination did not identify material damage with respect to the implant. Functional evaluation with sample mas head found the implant able to be fully engaged. After visual, optical and functional evaluation, the implant appears to be capable of performing its intended function.